Event description:
It was reported by service report that the foot right siderail is bent out and will not lock in place. It was further reported the plastic covers were cracked with sharp edges. There was pt involvement, however no adverse consequences are reported.

Manufacturer narrative:
Result: side rail assembly.